Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
The reported problem (skin irritation) was confirmed. A us distributor reported that a patient had a skin irritation on his back. The area was described as a red, itchy rash. The patient's doctor prescribed a hydrocortisone cream to treat the irritation. The patient's nurse indicated that the irritation had since healed.